Event description:
After the procedure and the patient was extubated, she complained of left leg pain (access). They found no pulses so the physician thinks that maybe she embolized something during the procedure. He brought her back for an angiogram and performed thrombectomy. Patient outcome - "patient was fine, pulses returned, felt good this morning and was discharged today, november 11th, in the afternoon."

Event description:
After the procedure and the patient was extubated, she complained of left leg pain (access). They found no pulses so the physician thinks that maybe she embolized something during the procedure. He brought her back for an angiogram and performed thrombectomy. Patient outcome - "patient was fine, pulses returned, felt good this morning and was discharged today, november 11th in the afternoon."